Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) needs to be pre checked. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Record is being cancelled as it is not a valid complaint. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device. E. Initial reporter. G. All manufacturers. H. Device manufacturers only.

Event description:
Record is being cancelled as it is not a valid complaint.